Event description:
The facilities biomed indicated that the left foot side rail broke off of the bed due to a broken weld.

Manufacturer narrative:
The facilities biomed ordered a new side rail assembly to repair the bed.